Event description:
Reporter called to report that she has been feeling sick with symptoms of what west nile virus. She also, began to have quivering motions in her breast implants, burning sensation in chest. Pain in neck, back, chest and nerves. When she contacted her doctor about her symptoms she was given valium for pain and offered physical therapy. ¿I feel like I¿m dying ¿. Reporter contacted her surgeon to inquire about removal and the surgeon told her that the implants are good for fifteen years. The reporter is currently working with her insurance to have them removed because, she believes the symptoms that she has is related to the implants.